Manufacturer narrative:
1038671-2024-02344 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02344.

Event description:
It was reported that approximately 52 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, mild osteolysis, wear debris, inflammatory synovium. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: (32135-38h) - flex drill m 3.2x38 hd lenkbar. (5700932) 142-32-00 - cocr fem head 32mm +0 offset 12/14. (6027046) 186-01-52 - integrip cc, cluster 52mm, g2. (6095237) 188-00-04 - wedge plasma s/o sz 4. (S041163) 180-65-20 - alteon 6.5mm screw, 20mm. The product associated with the reported event is within the scope of recall z-1792-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.